Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The IFU warns on insufficient reprocessing by stating "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Event description:
It was initially reported that the colonovideoscope had microorganisms growing that were the same as a patient on whom the scope was used off-label for an esophagogastroduodenoscopy (egd) procedure. The customer later clarified that there was actually no patient infection, nor were there any adverse effects from patients. The scope did test positive for klebsiella pneumoniae, pseudomonas aeruginosa, and enterococcus faecalis on the first test. Repeat cultures of the same scope showed no growth to date, so the customer was unable to determine if the original positive cultures were from the scope or contamination during collection.

Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing.  An olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices at the facility. It was found that the air/water channel cleaning adapter was not used prior. The ess provided a reprocessing in-service to the user facility staff.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.